Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2025-explanted: product type extension product ID b3400060 lot# serial# (B)(6) implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 23-dec-2026, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(6), ubd: 09-dec-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider hadn't correctly fastened the patient's implantable neurostimulator (ins) battery in their chest when they were first implanted and as a result, the implant began flipping and flopping around in their chest. The patient reported that if they rolled on their side in bed, the battery would flip down and around and when they would lay back, the leads got all twisted up and they could feel the wires and they were very uncomfortable and pulling tight down behind their ear all the way down to where the battery was. Patient stated they saw their neurologist and the hcp told the patient they couldn't correct the issue, and that they would have to go back to their implanting surgeon to have the leads replaced. Patient said the implanting surgeon went in on (B)(6) 2025 and did their best to untwist the leads and then apply two stitches to the implant to secure it in place afterwards but the surgeon didn't get all the twists out because the patient said "once the wire was twisted, it never went back straight again." The patient said the implanting surgeon said that their revision should have resolved the issue but the patient said the ins still would "tip" if they rolled over and would stick out and stay that way until they rolled back over again and they would use their hand to push it back down however the wires were twisting up and pulling again. Patient said it was sore in their neck and behind their ear where the connections were. Patient said their hcp kept telling them they couldn't do anything and the implanting surgeon who also did the revision didn't seem to do anything to fix the issue. Patient said then in the last couple of months, they've started to get electric shocks on the right side of their neck. They said they noticed it the first time when they were driving with their spouse and that every time they hit a bump, it would zap them and they would be sitting there saying ""ow"" and their husband would ask if something was wrong with their neck. Patient said it didn't feel like an electrical outlet shock, the shock was more like a low setting on a dog collar, like a pinching or like someone was poking their neck so they came home and powered off the dbs and all the shocking feeling went away. The patient said they didn't think it was the stimulator itself but that the twisting of the wires had done something. Patient said they had scheduled an appointment on (B)(6) 2026 with the implanting surgeon and was hoping a rep could be at their appointment so patient services reviewed the role of the representative with the patient, provided the patient with the national answering services (nas)a to provide to the clinic so a rep could potentially be scheduled to be at their appointment. Patient confirmed that they still had the same implant they received at initial implant. Patient said when they turned their ins off, all their tremors came back but noted that even with the dbs on, they still had tremors in their right leg and in their arms. The patient said they "got set up for regular dbs" but they did have one group for "brain sense" and that when the therapy was on, they'd been using the brain sense because they wouldn't get as many shock feelings with the brain sense but it didn't control their tremors very well.